Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone, bupivacaine, clonidine, and compounded baclofen via an implantable pump. It was reported the patient contacted the clinic, on (B)(6) 2021, two hours after pump refill. The patient reported severe drowsiness and was asked to return to the clinic immediately. The clinical diagnosis was it medication overdose. The patient returned and also reported drowsiness. The patient's blood pressure and oxygen saturation had decreased, so supplemental oxygen and IV fluids were administered. A magnet was placed over the pump to temporarily suspend therapy, as a partial pump pocket fill was suspected. The patient was observed; vital signs stabilized. Therapy was resumed and the patient was discharged home with their daughter. It was indicated the event was related to the device or therapy and related to the partial pocket fill of hydromorphone, bupivacaine, clonidine, and baclofen. The issue resolved without sequelae on (B)(6) 2021.